Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a sponge preb stick. The customer reports the sponge was used for vaginal prep. The nurse went in and did her scrub for approximately one minute, when she went to retract the sponge stick, the only thing that remained was the stick. The doctor removed the sponge with sponge forceps.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.